Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 5/29/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection was performed and lens was observed cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The customer's reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submit.

Event description:
It was reported that after implantation of a zxt150 20.0 diopter intraocular lens (iol) patient had 20/20 vision but was experiencing halos and blurry vision. Patient had the iol explanted and a model pcb00 23.0 diopter lens was implanted. No further information provided.

Manufacturer narrative:
Further follow up with the customer indicated that the information provided in initial report was incorrect. The correct information is captured in this follow up report. Corrected data: date of event: unknown/not provided. It is unknown when the symptoms (halos and blurred vision) started. If explanted, give date: (B)(6) 2017. Additional information provided in follow up: age/date of birth: (B)(6). Sex/gender: female. If implanted, give date: (B)(6) 2017. All pertinent information available to the manufacturer has been submitted.